Event description:
It was reported via literature that some patients who underwent a superficial femoral artery (SFA) Endovascular treatment (EVT) experienced Major Adverse Limb Events (MALE), slow flow, restenosis, acute occlusion, and major amputation. The study reviewed the clinical outcomes of 900 patients that underwent EVT with a drug coated balloon (DCB) (458 patients) or stenting (442 patients) and had a median follow up period of 17.5 months. The data was gathered on April 2024, and it revealed that 123 cases had MALE. Of the case where a DCB was used, 112 (24%) used Ranger DCB. It was further identified that the patients that underwent EVT with DCB experienced the following adverse events: slow flow, restenosis, acute occlusion, and major amputation.

Manufacturer narrative:
B3. Event Date was estimated based on the earliest procedure date noted in the literature article. Details of the event, including product information, were not provided to BSC. Because the product lot is unknown at this time, we are unable to provide the complete Unique Identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted.Kobayashi T, Takahara M, Fujimura N, Yamaoka T, Matsuda D, Okazaki T, Mochizuki S, Nagatomi S, Shingaki M, Endo M, Hosokawa K, Furuyama T, Shintani T, Sekimoto Y, Uchiyama H, Kyuragi R, Watada S, Morisaki K, Mitsuoka H, Kawai Y, Hayashi K, Shibata T, Kamei S, Obara H, Ichihashi S; ROSEMARY Registry Investigators. Clinical outcomes in patients with chronic limb-threatening ischemia after femoropopliteal intervention with a drug-coated balloon or stenting. J Vasc Surg. 2025 Jul;82(1):164-172.e2. doi: 10.1016/j.jvs.2025.02.010. Epub 2025 Feb 18. PMID: 39978489.